Manufacturer narrative:
B3. Date of event; corrected information; initial report inadvertently used incorrect date b5. Describe event; corrected information; initial report inadvertently omitted information known prior to submission. D6b. If explanted give date; corrected information; initial report inadvertently omitted information known prior to submission. F10. Adverse event problem: health effect - impact code; corrected information; initial report inadvertently omitted information known prior to submission. H6. Adverse event problem codes: type of investigation; corrected information; initial report inadvertently omitted information known prior to submission.

Event description:
Per the initial report, the lead was removed; therefore the suspect lead was explanted. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Update was received that prior to the surgery lead impedance was seen ok. As low impedance was not seen until after the lead was removed, the likely cause of the low lead impedance was due to surgical error.

Event description:
It was reported that during a generator replacement the lead was stuck in the old generator after the screw had been loosen. The lead was eventually removed with further force and surgical tools. After the lead was removed a low impedance warning was seen. Per the report, the inner material of the lead become exposed and it was decided that a lead revision would be required; the revision was rescheduled for a later date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D1. Brand name: corrected information, MDR report#: 2 inadvertently omitted information known prior to submission. D4. Model#: serial#: lot#: expiration date: unique identifier (UDI)#: corrected information, MDR report#: 2 inadvertently omitted information known prior to submission. H4. Device manufacture date: corrected information, MDR report#: 2 inadvertently omitted information known prior to submission.